Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the clinical decision was made to perform the surgery via open laparotomy due to an unspecified patient anatomy issue. It is unknown at this time if any port incisions had been placed before the decision was made to abort the da vinci-assisted surgical procedure or convert the case to open surgery. Additionally, the following information is unknown: if the patient tolerated the open surgery, the patient's current status, and if the customer experienced any issues with the da vinci surgical system. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
It is unclear if the customer experienced any issues with the da vinci system, an instrument, or accessory. At this time, no products are expected for return to isi for failure analysis evaluation.